Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clear pull ring cap on the extension set was missing. This was identified before opening the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.